Manufacturer narrative:
(B)(4).. Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to pushed down battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that battery side of insulin pump was crack. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.